Event description:
Physician reported the event as a band slippage noted by a barium swallow. The aps lap-band system was repositioned and remains implanted. The device will not be returned at this time. Follow-up findings: the pt was experiencing heartburn, reflux and difficulties with solids. A gastroscope was done and a band slippage was noted.

Manufacturer narrative:
Taper ii. (B)(4). The rptr of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned on (B)(6) 2010 and remains implanted. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, dysphagia, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."